Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty activating the device¿s sleep/wake function, which was perceived as a sleep/wake button unresponsive issue on the ilet pump; after guided troubleshooting to use lighter pressure on the control, the function operated as intended and blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no impact on daily activities, no medical intervention, and no alarms. Investigation included user interview and guided troubleshooting. Investigation of this case revealed normal device performance with user technique identified as the factor, consistent with no hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error.